Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/9/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number rbmbqx and no non-conformances related to the reported complaint condition were identified additional information: d9, h4, h6. Additional h3 investigation summary . Two empty foils, four paper lids, and a winding former with eight stand product code vcpb840 were returned to ethicon inc for analysis. Upon initial inspection of the sample, a foreign matter (hair) was observed under the needles. According to the process procedures, this is correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the foreign matter was identified during the investigation of the samples received. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Rbmbqx. The following information was requested, but unavailable: is it possible that the hair fell into packaging upon opening of device? No further information is available. Trade name: irgacare¿, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was to be used. During the procedure, a hair was found in the package of the suture after it was opened. No adverse patient consequences were reported. Additional information was requested.